Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000299-01 rev d, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On (B)(6) 2021, it was reported that during a monarch-assisted bronchoscopy procedure, the patient experienced a pneumothorax. The location of the target and pneumothorax were in the anterior segment of the right upper lobe. A chest tube was placed in the patient and the patient was hospitalized. After being admitted, the patient subsequently became septic, was diagnosed with tuberculosis, and required care in the medical intensive care unit. The patient is reported as doing well but has not been discharged due to their (B)(6) diagnosis.